Event description:
Doing another complaint regarding dexcom. My son uses dexcom g7 and the quality of the product is terrible. Recently has gone through 4 sensors in a week due to defects. Either the reading is way higher or way lower than actual blood sugar count or the just fall off or the filaments are not in the sensor properly. If on insulin pump could be getting way too much insulin and cause possible coma or not enough insulin. Something needs to be done. And everyone that uses these expensive sensors needs to be compensated. Reference reports: #mw5168742, #mw5168743, #mw5168744.